Event description:
The initial reporter advised shiley that a pt with a shiley heart valve was diagnosed with endocarditis and a perivalvular leak "around the sutures where they are sewn to the graft". According to the initial reporter, at this time, the pt is treated with antibiotics and the valve remains implanted.